Manufacturer narrative:
Film evaluation summary: pre-implant films, films at implant, earlier post-implant films, and additional films that showed the reported events were not provided for review and comparison. The exact bifurcate location at implant was unknown, so it is unclear if the bifurcate had migrated. The image provided showed that the bifurcate appears to be positioned with the top of the graft fabric about couple cm's below the renals. The aortic neck/proximal bifurcate main body to the mid aneurysm sac was angulated ~ 80 deg a-p. Contrast was seen outside of the stent graft at the proximal aneurysm sac, from a possible proximal type I endoleak. Due to the poor quality of the image provided and lack of additional films, the complete anatomy information could not be assessed. It was unclear if there was disease progression of aortic neck dilatation. The exact cause of the reported stent graft migration leading to proximal type I endoleak, which resulted in the aneurysm rupture, could not be conclusively determined from the single CT image provided. However, the severe angulation in the aortic neck/proximal bifurcate main body may have contributed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently. The CT revealed that the stent graft has migrated 2 cm below the renal artery, proximal type I endoleak, and ruptured abdominal aortic aneurysm. The following day the physician elected to implant an endurant aortic cuff at the renal artery, modeled the endurant stent graft and the events were resolved. Per the physician, the causes of the events are related to neck dilatation. No additional clinical sequelae were reported and the patient if fine.